Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube and inflation lumen. Microscopic examination revealed that the guidewire lumen is separated, and the distal end is 19.8cm from the tip while the proximal end is approximately 34.4cm from the tip. The inflation lumen appears to be stretched in the section where the guidewire lumen is separated. The guidewire lumen buckled and prolapsed inside the balloon approximately 3mm from the tip to approximately 12mm from the tip. There is contrast present in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 26mar2019. It was reported that balloon damage and inflation failure occurred. The 83% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. A 3.50mm x 12mm nc emerge was advanced for post-dilatation. However, upon inflation at 12 atmospheres, the proximal portion of the balloon did not expand properly which resulted in a curled balloon tip. Another of the same device was used but it also failed to inflate. The procedure was completed with a 3.5x12mm non-bsc balloon catheter. No patient complications were reported. However, returned device analysis revealed shaft detached/separated.